Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis found lead fracture due to fatigue, which could cause the reported sensing issue.

Event description:
It was reported that the patient received inappropriate therapy. No further information is available as to the cause. Lead was explanted and replaced.